Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. The 15mm x 2.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated three times. The first inflation was at 18 atmospheres and the second inflation was at 20 atmospheres. On the third inflation, the balloon ruptured at 21 atmospheres when it was inflated above the rated burst pressure. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop). The batch number on the label of the returned product pouch and shelf box matched the information on the device. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. The 15mm x 2.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated three times. The first inflation was at 18 atmospheres and the second inflation was at 20 atmospheres. On the third inflation, the balloon ruptured at 21 atmospheres when it was inflated above the rated burst pressure. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.